Event description:
Reportedly, during pt use, "circuit disconnect" visual alarm occurred with the led flashing simultaneously. However, there was no audible alarm. The pt was manually ventilated and switched to another ventilator. There were no reported negative consequences or injury to the pt.

Manufacturer narrative:
(B)(4).